Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the arm, which is off-label usage of the device, on 03-16-2023. Data was evaluated and the allegation was confirmed. The probable cause was determined to be progressive sensor decline. No injury or medical intervention was reported.